Manufacturer narrative:
The user reported that their transmitter suddenly stopped detecting the sensor on november 01,2025. Multiple troubleshooting steps were performed, including a transmitter reset and several placement guidance sessions conducted via zoom. During these sessions, no sensor signal was detected, and the user was unable to palpate the sensor. The transmitter was replaced; however, the issue persisted with the replacement transmitter. The user was advised to contact their healthcare provider (hcp) for assistance in locating the sensor and to discuss potential sensor removal and replacement. An RMA for the sensor was issued but was subsequently cancelled after the user successfully achieved a stable signal during a placement session. Sensor replacement was not required. It was determined that the transmitter had initially been placed in the incorrect location. Once positioned correctly, the system functioned as intended. A review of the data management system (dms) indicates that the user resumed normal system use, and "no sensor detected" alerts decreased to approximately once per day. At the time of complaint closure, the sensor remained in use.the investigation determined that the returned transmitter passed all functional testing, and no device related issues were identified. The root cause of the issue was improper placement of the transmitter over the sensor. B4.date of this report 30 jan 2026. G3.date received by the manufacturer? 30 jan 2026. H3. Device evaluated by manufacturer?yes. . H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 10,4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received "no sensor detected alert" which led to early sensor removal.